Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the telemetry was interrupted due to medical equipment that was in the room at the hospice care facility where the patient was living in. They were unable to determine which equipment caused it exactly. When they moved to another room that had no equipment in it, the telemetry was fine. The pump was programmed and filled without issue and there were no symptoms. Nothing was wrong with the programmer at all. The patient was fine after this event. The patient¿s last refill was on 2014 (B)(6) and the patient had clonidine 300 mg/ml at 75.07 mg/day and buprenorphine (methadone) 0.5 mg/ml at 0.07507 mg/day. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# unknown, product type: programmer, physician; product ID neu_unknown_cath, lot# unknown, product type: catheter. (B)(4).

Event description:
It was reported that while programming a 25% decrease in medication to titrate patient down, the healthcare professional (hcp) saw a broken programmer screen on the clinician programmer on (B)(6) 2014. The infusion mode reportedly went to stopped pump due to the partial update. The hcp powered the programmer off and back on again, and the pump was successfully updated after this. The hcp also noted that the display was difficult to see despite changing contrast. The hcp then stated that this was due to the poor lighting and "her age". It was confirmed that there was no therapy or patient issues at all. The pump reportedly contained clonidine and "something else".